Event description:
Why would you bother sending out covid tests in (B)(6) that are going to expire in (B)(6)? Celltrion covid-19 ag covsp2003nb (B)(6) 2023 which has an extended expiration date of just 2024-01-18. Not a good look for you at all. Also why send out tests that are for 14 years & older without asking about the recipients' ages? What is my 5 year old grandson supposed to use?